Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed or the customer simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery. Customer's blood glucose ranged from 250 mg/dl to 315 mg/dl.